Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 2g22, that has similar products distributed in the us, list numbers 1l80 and 4p53.

Event description:
The customer observed falsely (B)(6) result on the architect i2000sr analyzer. The following information was provided for a known (B)(6): sid (B)(6). Additional data was provided for the patient: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.